Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and cleaned the pump with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad button contacts and the contrast, up, and down arrow button key contacts were misaligned.